Event description:
Smartsite secondary set with texium closed male luer has a small piece of plastic hanging off the edge of the point that could have potentially broken off into a pt's vein if the product had been used.